Event description:
After about 1-2 min on bypass, the venous sat dropped to 60%. All gas connections checked and set gas flows to 10 lpm & 100%. Anesthesia began ventilating. Decision made to go on full bypass again. Again color of art line & u.sats deteriorated after vent shut off. Other measures taken & decision made to change out "bged". The changed out "bged" was visually inspected & hole noted in it.